Event description:
Customer reported her bg was "over 400 mg/dl" so she delivered a bolus of 14.7 units. She then used a "quick pen" to deliver another 10 units. Customer stated the pod site was "wet with insulin" and the cannula was "no longer inserted." The pod was returned for eval.

Manufacturer narrative:
The returned pod was found to be functioning as designed. The piezo was confirmed to emit an audible alarm. The pod data was analyzed and found that numerous pulse width timeouts occurred, however, the device was found capable of delivering insulin. No internal occlusion was found as fluid was seen exiting the distal tip of the cannula. The needle mechanism advanced into position and fired properly. No problem was found to have occurred that would have caused or contributed to the high blood glucose. A dislodged cannula may inhibit insulin delivery and therefore. Lead to hyperglycemia, however, the lab eval cannot confirm if a dislodged cannula occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hrs then replace the pod and contact a hcp for guidance. Since no lot number was provided, we are unable to evaluate the lot qualification records.